Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating a ¿vent inop¿ alarm with error code 1009. The device was being used to develop a respiratory assist treatment plan when the issue was identified. The unit was removed from service; no patient involvement or patient impact was reported. The customer evaluated the device with assistance from a remote service engineer (rse), and the reported issue was confirmed. Review of the significant event log identified error code 1009. During remote troubleshooting, the customer was instructed to power the unit in ventilation mode and disconnect the proximal tubing, at which time the ¿vent inop 1009¿ alarm was reproduced. Investigation determined that the proximal tubing had been crossed during a prior flow sensor assembly replacement performed several weeks earlier. After correcting the tubing configuration, the ventilator resumed normal operation. The customer assumed responsibility for the corrective action and was advised to contact philips if the issue recurs, at which time a new service order will be initiated. The investigation concluded that no further action is required at this time. Based on the information provided, the device did not meet product specifications at the time of the event. The root cause of the reported issue was determined to be incorrect proximal tubing installation following prior service activity.